Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had herniated. The balloon was explanted, replaced with new device and connected to existing components. There were no patient complications.